Manufacturer narrative:
Reported event: an event regarding revision involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: -device history review: product history review could not be performed because robot serial number was not received. -complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding a revision from a partial knee procedure to a total knee procedure. There were 38 other reported events ( pr 1623865, pr 1623940, pr1638056, pr1691636, pr1728493, pr1893969, pr1915354, pr1915371, pr1928578, pr1921712, pr1956944, pr1968316, pr1968467, pr2006964, pr2006955, pr2008331, pr2006947, pr2007174, pr2006959, pr2006962, pr2006963, pr2005454, pr2008328, pr2008330, pr2008333, pr2008335, pr2008339, pr2008342, pr2008343, pr2008344, pr2008346, pr2008348, pr2008351, pr2009352, pr2008355, pr2008356, pr2008359, and pr 2008598). -conclusion: product inspection could not be performed because session files and logs were not available due information not available due to hospital policy.

Event description:
This pi is for the robot used in the primary surgery. It was reported that the patient's left partial knee was revised due to subsidence of the baseplate. A mako partial knee was revised to a triathlon total knee construct including patella. Rep provided primary and revision implant sheets as well as x-rays and reported that no further information would be released by the hospital or surgeon.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
This pi is for the robot used in the primary surgery. It was reported that the patient's left partial knee was revised due to subsidence of the baseplate. A mako partial knee was revised to a triathlon total knee construct including patella. Rep provided primary and revision implant sheets as well as x-rays and reported that no further information would be released by the hospital or surgeon.